Event description:
It was reported that during a shoulder scope the device broke in the patient and was removed successfully. The removal took five minutes. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The device is a class I exempt device. Final device investigation found that the device was returned with the distal tip broken off. The tip and the obturator were not returned. The device history record was reviewed and no discrepancies were noted. As each device is inspected prior to release, no conclusion could be made as to what may have caused the reported event.